Manufacturer narrative:
Through follow-up, customer stated the reported issue was reported by the facility in january 2018. Customer states reported issue occurred at the facility on (B)(6) 2017. Manufacturer was not aware of incident until (B)(4) 2018.

Event description:
Customer reported that the unit has an error code message of data acquisition (da) pcba adc reference failed. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.